Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she had a radio frequency failed self-test alarm on the insulin pump. Customer stated that the issue has been happening since (B)(6) 2016. Customer stated that the alarm did not occur during the rewind/prime sequence. Troubleshooting was performed. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump alarmed rf pic failed self-test due to faulty electrical component on the rf board. The insulin pump passed most of the functional testing except for self-test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.